Event description:
A hosp pharmacist reported that the intraocular lens (iol) was implanted with abnormally high speed and caused a rupture of the posterior capsular bag. The surgery was prolonged by five minutes with an anterior vitrectomy and the implant was placed in the sulcus. Additional info has been requested.

Manufacturer narrative:
The device was returned. Solution is observed dried in the device. The plunger is fully deployed. No device damage was observed. Results from the product history record review indicated the product met release criteria. There were no other complaints reported for this lot. The product investigation could not determine a root cause. The device meets specifications. It is unk if the approved viscoelastic was used. The use of an unapproved viscoelastic may contribute to misfolding of the trailing haptic or other unpredictable outcomes, which may result in lens damage or improper delivery. Additional info has been requested. (B)(4).